Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The bottom plate of the battery pack was assembled backwards, which prevented the battery from fully seating in a monitor. The root cause for the problem was an assembly error. A supplier corrective action was issued to the battery pack supplier. Initial MDR: device evaluation of battery sn (B)(4) is underway. The reported problem (performance issues) was confirmed. Upon investigation, the battery was unable to fit in a monitor or charger. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) was exhibiting performance issues.

Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) was exhibiting performance issues.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (performance issues) was confirmed. Upon investigation, the battery was unable to fit in a monitor or charger. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.